Manufacturer narrative:
To date, the handpiece has not been returned for evaluation. An investigation has been initiated based on the reported information.

Event description:
During an evaluation by dr with integra neurospecialist in attendance, the 35k handpiece shocked the doctor. This handpiece was the neurospecialist's demonstration instrument, and had worked fine in a previous evaluation. The handpiece was cleaned and sterilized and assembled by a trained nurse. Upon use, dr felt the handpiece "shock" him three times while he was removing tissue. He used the handpiece for 19 minutes and claims he sustained no injury to his hand and doesn't feel the patient felt the "shock". Dr switched to the 24k micro handpiece to complete the additional 9 minutes of surgery. The tumor was successfully removed with no apparent injury to the patient. Integra neurospecialist noticed a "misting" occurring and on the black shroud there was a hairline gap and the flue melted slightly.